Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4).

Event description:
Information received from swift prime, subject: (B)(4). On (B)(6) 2014, the patient was randomized to IV tpa (tissue plasminogen activator) + solitaire fr and treated. The patient was reported to have a hemorrhagic infarction within the first 48 hours and it was considered procedure related. The adverse event resolved on (B)(6) 2014. The patient also had horner¿s syndrome which was related to the dissection of the right internal carotid artery. The horner¿s syndrome resolved on (B)(4) 2014.